Manufacturer narrative:
The getinge field service engineer (fse) that evaluated the iabp as reported in mfg follow-up #1, reported that the customer purchased the batteries and installed them themselves. The customer did not want the fse to go back and install the batteries. A supplemental report will be submitted when our investigation is completed, or if pertinent information is received.

Event description:
N/a.

Event description:
This reported event is related to events reported under medwatch report # 2249723-2021-01306 with regard to a pneumatic interface module (pim) test failure reported issue, and medwatch report # 2249723-2021-01348 regarding display reported issue.

Manufacturer narrative:
After the customer purchased and installed the batteries, the getinge field service engineer (fse) was informed that the customer released the unit for clinic use. Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period jun-2019 through may-2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
Testing of actual/suspected device (10): a getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse performed a full preventive maintenance (pm) with all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications; however, the iabp was due for battery replacement due to excessive charge cycle count. The customer was informed, but the customer opted to not replace batteries at this time. The iabp should not be used until batteries have been replace. The iabp was released to the customer, but not cleared for clinical service. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted when this information is provided to us.

Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a gas leak. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.